Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, messages were not crossing over from pyxis to epic. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-dec-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the messages were not crossing over from pyxis to epic. A technical support specialist (tss) reconfigured station settings from the server and reviewed data sync logs; no abnormalities identified. Customer reported that the issue is still occurring; medication was unloaded and reloaded and also loaded into a different pocket, but the issue persists. The tss identified that the issue was isolated to a specific medication pocket following a recent unload and reload process, indicating a possible matrix pocket concern. The tss advised the customer to perform a swap test between the medication and pocket and to check for any obstruction or improper insertion. The tss confirmed that the customer switched the pocket and that the issue was resolved after the change, acknowledged the resolution, and proceeded with case closure. The system functioned as intended after technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, messages were not crossing over from pyxis to epic. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.